Manufacturer narrative:
Method 1 [10] 2 [38] 3 [] 4 []. Results 1 [100] 2 [200] 3 [300] 4 []. Conclusions 1 [67] 2 [] 3 [] 4 [].

Event description:
The doctor was unable to insert the iab into the 6" sheath. (Event complications: unknown - reported 12/30/96; none reported 1/7/97. (Pt's current status: unk - rpt'd 12/30/96.